Event description:
The report received indicated that during a coronary procedure, the balloon on the 2.00 x 20 mm fire star balloon catheter burst at approximately 14 atmospheres during the first inflation attempt. After encountering the problem, it was a little bit difficult to remove the device from the pt, due to the profile of the balloon after bursting; however, the balloon was easily pulled back into the guiding catheter. The device was exchanged to a voyager balloon catheter and the procedure was completed without any injury or adverse event to the pt. Further info indicated the intended procedure was treatment of a lesion in the mid left anterior descending artery (lad). The lesion was a calcified chronic total occlusion (cto). It was indicated that during the procedure, there was some resistance encountered with the vessel due to the calcification and since the vessel was a cto, it may have contributed to the problem with the balloon. The contrast to saline ratio used during the procedure was 50:50.

Manufacturer narrative:
The product has been returned for eval and testing. However, as of yet the eval has not been completed. Additional info will be submitted within 30 days upon receipt.